Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive lump with an infection had occurred while wearing the pod between 36 and 48 hours on the arm. Symptoms began 1 day into usage. The affected area was slightly larger than the pod. Patient visited physician. Patient stated that the doctor also lanced the site, cut it and squeezed it and blood came out. They put an antibiotic cream and bandaged it.